Manufacturer narrative:
(B)(4). The 510(k) # for similar product code of 826631: k914479. Upon completion of the investigation a follow up report will be filed. Device not returned.

Event description:
Failure during placement. No consequences to the patient - another like device was used.

Manufacturer narrative:
Additional information -- device available for evaluation?, date received by MFR?, type of reports, if follow-up, what type?, additional MFR narrative. The device has been returned for evaluation. Upon completion of the investigation, a followup report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the supplier. A review of quality records was conducted and the device was found to have met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found an unknown film on the sensor are that was not a part of the manufacturing process. The device passed all electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation, the supplier was not able to confirm the reported issue. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.